Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became completely unresponsive while the physical sleep/wake button still functioned, preventing unlocking and interaction with alerts or icons; the device showed no screen damage or use of a third-party screen protector, and a replacement was arranged. Symptoms included no injury or adverse clinical effects, with blood glucose reported as 119 mg/dl and not impacted. Outcomes included device replacement and the patient continuing glucose monitoring with a compatible cgm application or receiver. Investigation included review of the event details and coordination for device replacement and return. Investigation of this device revealed a touchscreen malfunction consistent with a user interface failure of the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen that required replacement.